Manufacturer narrative:
(B)(4). At this time, vyaire medical has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the start/stop button worked intermittently while the ventilator was in use on a patient. Occasionally, it took more than one attempt to get the unit to start or stop. There was no patient harm/injury associated with this issue.